Event description:
Cardiac arrest of 69 yr old male engine co began cardiopulmonary resuscitation followed by auto defibrillation with a laerdal heartstart 3000 semi-auto defibrillator. Pt was defibrillated once at 200 joules. Then would not get past "check electrodes". Engine co then removed pads and replaced with a second set and proceeded to code the pt. Please note this is the third time with three separate defibirllators and three separate crews that this has happened in a period of 4 mos.